Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records revealed there were no mrrs, ncrs, or other complaint-related issues associated with this complaint.

Event description:
Patient was implanted with hardware on (B)(6) 2013 for a two-level vertebral spacer tr surgery at l3-l5 levels. Patient presented with pain. X-ray taken on an unspecified date revealed the two matrix screws at l3 backed out. For the initial surgery, it was reported the surgeon packed bone and the spacer was behind the bone graft; the spacer shifted. Patient was returned to the or on (B)(6) 2013 for revision surgery. Reportedly while the surgeon was removing the l4 locking cap on the left side of the spine using the straight tip driver t25, the tip of the driver broke. Surgeon removed the fragment with a pituitary instrument. The surgeon tried to remove the locking cap with another straight tip driver t25 and the tip of the driver broke. The surgeon was removed the fragment with a bayonet instrument. The surgeon then tried to remove the locking cap with a t-handle stardrive shaft and the shaft broke in half. It was reported while the surgeon was using the rod bender with silicone handles for contouring the new rods, the handles became stuck. Another instrument was used to bend the rods. The surgeon removed the t-plif spacer, screws, and rods at l3-4 level. Reportedly the t-plif spacer was removed due to the implant shifting. The patient was revised with two new screws and rods. Two additional screws were added to the construct at the ileum level. Reportedly there was extended time of two hours due to the device malfunction. This is 4 of 9 reports for the same event, (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The device appears to be in good condition with no visible damage. There is some discoloration on the knobs visible. Teleflex medial manufactured the rod bender with silicone handles. Due to an unknown cause, the product is sticking. The material of the rod bender was determined to be within specification. The instrument conformed to dimensional specifications at the time of manufacturing. The rod bender opens partly and it does not move smoothly. The matrix spine system ¿ deformity technique guide (j9698-d) features rod bender 03.632.017 and references four additional rod benders (03.622.060, 03.632.038, 03.632.040, and 388.75) for contouring 5.5mm rods. The returned 03.632.017 is non-operational. The handles cannot open and close as designed. The small, medium, and large adjustment knob cannot rotate manually. The chu reviewed drawing 03_632_017 rev c. This drawing is a source control drawing. The drawing includes the appropriate notes for a successful rod bender. The chu reviewed the complaint history for the hazard of this complaint. Since the launch of this instrument to (B)(4) 2013 the history shows (B)(4) instruments with the same failure mode. The chu calculated an occurrence rate of (B)(4). In the same time frame, the rate is based on the number rods sold, the rod bender ratio of availability of the 03.632.017, and justification of occurrences #0000078246. Based on the complaint description and the returned instrument, the root cause of this complaint cannot be determined. The design risk assessment went to product development for review.